Event description:
Pt had mastectomy with reconstruction in 1988. A year or so ago, a silicone leak was identified. Pt elected to leave implant in place at that time. Admitted for surgery for a cardiac condition. The pt elected to have the implant removed during her procedure. Initial surgery was reported to have been completed at (B)(6) hospital, but records are not available for 1988 and there is no trackable data available from 1988 to know who manufactured the implant.